Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Treatment was ended and the rn was notified; did not return the pt's blood and discarded the system. The remainder of this lot from the stock was discarded. Pt had no ill effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical evaluation and the complaint is confirmed with a separation within the polyurethane potting compound at both ends of the dialyzer. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformance during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.